Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted on an unknown date. It was reported that the balloon was explanted on an unknown date. Despite good faith efforts, it is unknown the actual cause of the early removal. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f2202 is being used to capture the reportable event of endoscopic procedure.